Manufacturer narrative:
The gas blender was returned to manufacturer for investigation. The device was cleaned and disinfected. To solve the issue, the control flow and the co2 flow sensor were replaced. After that, the device was calibrated, technical safety inspection performed and a test run for 12 hrs performed with conforming results. The device is returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a review of the device's service history showed no prior reports of similar events. Based on the gathered information, the root cause of the event has been traced back to the failure of the mass flow controller and the measurement bridge for co2 which were replacement.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that there was no flow on an electronic gas blender. It was switched on, the displays were on and it was possible to change the values, however there was no flow. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in hasselt, belgium. The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.